Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via media article that the customer was taken to the emergency room and admitted to the hospital due to high blood glucose and diabetic ketoacidosis. The event occurred in 2012. The customer experienced severe abdominal pain as a symptom of their hyperglycemia. The customer almost fell into a diabetic coma. Doctors did not explain what triggered the crisis. After the hospitalization, the customer stopped using insulin pump therapy and treated their diabetes through daily manual insulin injections. Troubleshooting did not occur for the insulin pump. The insulin pump was not returned for analysis. This event was created based upon an article. The event is limited to the specific patient case presented. The event does not include aggregate events that are referenced in the article as that information was obtained via publicly available databases such as the us FDA maude database, which consists of events medtronic already reported to us FDA by medtronic. We were unable match the published event to an existing case due to limited information and therefore are submitting this as an additional report.